Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. Exact wbc count was not provided. The customer reported that the wbcs were out of norm by being >5x10^6. They were able to filter the product to obtain a satisfactory wbc level for use of the product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
The supplier's analysis found a pinch in the filter media (which would create a path for platelets not via the filter membrane). Root cause: the filter evaluation (by our supplier) determined that there was a pinch in the filter media which could create a path for platelets not via the filter membrane. A possible cause was determined to be due to incorrect set up of the media or incorrect deposit process in our supplier's manufacturing process.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The leuko reduction filter was returned for investigation. The part has been forwarded to the filter manufacturer for analysis. If their evaluation uncovers any filter issues, a follow-up report will be submitted. The run data file (rdf) was analyzed for this event. Root cause: the analysis of the run data file did not find a conclusive cause for the higher than expected wbc content reported for this collection. There are no events (changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available information, it is possible that the higher than expected wbc content in the platelet product could be donor related.